Event description:
Initial reporter indicated that the pt had a "borderline asystole event" in the or during vns implantation. No intervention was taken. Asystole stopped and normal cardiac rhythm resumed. It was later reported "that three system diagnostic tests were performed. The first test resulted in the asystole event. The second test resulted in a heart rate of 32. On the third system diagnostic test performed after implantation of generator and lead when pt coming out of anesthesia, everything was fine." There were no more asystole or bradycardia events and the product functioned properly. Good faith attempts have been made for additional info surrounding the event.